Event description:
It was reported, the patient sometimes got a little shock or over stimulation when going through (B)(4) doors and that hadn't happened in a while.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 3093-28, lot# v005252, implanted: 2006 (B)(6); product type lead product ID 3095-10, serial# (B)(4), implanted: 2006 (B)(6); product type extension. (B)(4).